Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and recommended customer to refer to back up plan per health care professional's instructions. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm and unable to download. Problem isolated to electrical board.